Event description:
After implanting 25mm perimount plus mitral valve. The echo showed 3x mitral regurgitation. Surgeon decided to replace the mitral implant & found the implant to be defective in the anterior leaflet.